Manufacturer narrative:
Concomitant medical products: product ID: 8780. Product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump for unknown indications for use. It was reported that the patient was complaining about several periods of underinfusion followed by overinfusion. The patient's overall level of pain had also increased. The issue all started after the last refill. After the symptoms started, the physician replaced the old / original ascenda catheter (model 8780) with an 8731sc on his own. After, the symptoms got even a bit worse and the physician contacted the manufacturer asking for advice. It was further reported that since the symptoms remained the same, the only "old" component was the pump. The catheter was indicated as having been revised twice. An x-ray was performed to check of the model 8731sc catheter, showing no disconnection or kinks. The catheter tip was still in place. The physician could confirm that on the last refill dates, the aspirated amount of medication matched the calculated amount shown in the clinician programmer. They also did a complete refill, double-checking that the medication and concentration was correct. The doctor was asked to do an MRI (magnetic resonance imaging) scan with the patient to check if the spine / spinal cord could block the infusion. The physician planned to replace the pump on (B)(6) 2022. It was indicated as having been asked but unknown if the pump would be returned to the manufacturer. There were no known factors that may have led or contributed to the issue. The patient's gender, medical history, age, and weight at the time of the event was unknown or would not be made available.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump for unknown indications for use. It was reported that the patient was complaining about several periods of underinfusion followed by overinfusion. The patient's overall level of pain had also increased. The issue all started after the last refill. After the symptoms started, the physician replaced the old / original ascenda catheter (model unspecified) with an 8731sc on his own. After, the symptoms got even a bit worse and the physician contacted the manufacturer asking for advice. It was further reported that since the symptoms remained the same, the only "old" component was the pump. The catheter was indicated as having been revised twice. An x-ray was performed to check of the model 8731sc catheter, showing no disconnection or kinks. The catheter tip was still in place. The physician could confirm that on the last refill dates, the aspirated amount of medication matched the calculated amount shown in the clinician programmer. They also did a complete refill, double-checking that the medication and concentration was correct. The doctor was asked to do an MRI (magnetic resonance imaging) scan with the patient to check if the spine / spinal cord could block the infusion. The physician planned to replace the pump on (B)(6) 2022. It was indicated as having been asked but unknown if the pump would be returned to the manufacturer . There were no known factors that may have led or contributed to the issue. The patient's gender, medical history, age, and weight at the time of the event was unknown or would not be made available.

Manufacturer narrative:
Continuation of d10: product ID neu_ascenda_cath lot# unknown serial# implanted: explanted: product type catheter b5 / d10 correction: the b5 narrative previously indicated "the physician replaced the old / original ascenda catheter (model 8780)"; however the specific model of ascenda catheter is unknown / not specified. The b5 narrative and d10 have been updated in this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6 correction. The imf (annex f) health impact code f12 and f15 were not previously coded in error. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the foreign healthcare provider (hcp) via the manufacturer's representative (rep) on (B)(6) 2022. It was reported that the patient's pump was replaced on (B)(6) 2022. After the replacement, the patient's symptoms instantly got better. It was also reported that the first catheter change took place in mid (B)(6) and then the second catheter change occurred in the beginning of (B)(6).

Manufacturer narrative:
Continuation of d10: product ID neu ascenda cath, lot# unknown. Product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The pump passed all testing in the laboratory and no anomalies were identified. As per the pump¿s log, the pump administered morphine with concentration 2.0 mg/ml at a dose rate of 0.49996 mg/day as of 2023-may-13. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The patient had complained of withdrawal symptoms two days after pump filling. At a pump refill performed on (B)(6)2023 , accompanied by the company representative, the aspirated and calculated (expected) volume almost coincided. The pump was refilled and the patient situation continues to be monitored. It was further noted that no apparent errors of the pump were detected on (B)(6)2023 .